Event description:
It was reported that "did l4-s1 revision and pulled out 2009 xia 3 screws. Six of them and on 2 of them, 1-6.5 x 45 and 1-6.5 x 35. Tulip heads popped off."

Manufacturer narrative:
Report is filed on one screw. Another xia 3 titanium polyaxial screw dia 6.5 x 35 mm, cat#: 482316535, batch#: a85001, also malfunctioned in a similar manner (screw head dislocation) during the same event. If the results of the engineering analysis reveal any product issue, a separate report will be filed at that time for this other screw. Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.